Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09529. Related manufacturer reference number: 2017865-2019-09530. It was reported that the patient developed a pocket infection. Patient's device system was explanted and a new system was implanted on the opposite side. The physician had not expressed that the infection was due to the abbott device. The only adverse consequence to the patient was the pocket infection which was confined to the pocket. The patient was stable.